Event description:
The inner shaft of trial implant holder broke. While inserting synfix trial (03.803.017) on the implant holder l5/s1 the disc space was extremely tight and the approach angle was difficult to reach due to the angle of the disc space relative to the pelvis. The device was struck with considerable force and the inner shaft of the trial implant holder broke. The trial spacer was removed from the patient without any delay or difficulty and the surgeon continued with the procedure. This is 2 of 2 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.